Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, stent damage occurred. The eccentric 80% stenosed lesion was located in the severely tortuous and moderately calcified proximal right coronary artery (rca). The lesion was predilated with an unspecified balloon catheter. A promus element plus 4.0x12mm stent delivery system (sds) was inserted and the stent crumpled on the proximal end while attempting to stent the proximal rca. The sds was removed with no patient issues. The procedure was completed with another different device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, stent damage occurred. The eccentric 80% stenosed lesion was located in the severely tortuous and moderately calcified proximal right coronary artery (rca). The lesion was predilated with an unspecified balloon catheter. A promus element plus 4.0x12mm stent delivery system (sds) was inserted and the stent crumpled on the proximal end while attempting to stent the proximal rca. The sds was removed with no patient issues. The procedure was completed with another different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluation by MFR.: a visual inspection of the return device identified proximal stent damage. Struts on the first row distally were raised and misaligned. A visual and microscopic examination identified severe kinks along the entire length of the hypotube. No issues were noted with the tip and balloon sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product age at time of event: 18 years or older. (B)(4).